Event description:
According to available information, this device required replacement due to a hole. There was a needle hole in the clear tubing to the cylinder and the pump. Only the pump was replaced. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information this inflatable penile prosthesis was revised due to needle hole in clear tubing to cylinder & pump.

Manufacturer narrative:
Based on examination, it was concluded that the observed separation in the longer exhaust tubing of the pump may have been caused by the reported ¿needle hole¿ however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, the sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.